Manufacturer narrative:
H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the delivery issue was related to patient condition per clinical details that the vessel diameter was too small.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a patient presenting with pre-operative support needs. The clinical team attempted to insert the impella 5.5 through the right subclavian artery (rt sca), but the device could not be advanced due to the vessel diameter being too small to allow passage. The impella cp was then inserted through the same access site, and support was initiated without complications. The reported events are failure to advance, medical device removal, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was successfully maintained.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.